Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). (B)(6) went to use device and it would not work. She could hear a slight "beep" but no activation from the device. No pt injuries. A new kit was opened and the case was completed. This item will be returned. When I return from (B)(6), I will go in and pick up the device and be able to provide more details, including lot number then.